Event description:
According to the information received, a male patient was implanted with an amplatzer septal occluder (aso) that is somewhat splayed over the aorta due to a small anterior rim. The defect was 18-19mm, and at first, a 20mm aso was attempted, then a 22mm aso, and finally the 24mm was implanted. About a month ago, and since then, the patient has had near syncope several times, as well as frequent and sudden severe headaches and lightheadedness, which are not temporarily related. However, most of the time he feels fine and looks good and echoes have also looked fine. The patient does not have a past or family history of arrhythmias or syncope. Additional information received 9 november, 2007: the patient has an event monitor on now for three days and has not experienced any events. He was hospitalized for a day and no arrhythmia found then. Additional information received on ten days later, the patient has been reported to be doing fine and all symptoms have settled down. The physician will notify aga medical should anything change.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Therefore, the cause of this patient's symptoms could not be determined with the information received. Should the imaging become available at a later date, a follow-up report will be filed.